Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
Information received by medtronic indicated that the insulin reservoir was chipping and there was condensation inside the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.